Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilatation with 2.0 x 20 maverick balloon catheter, a 2.50 x 38 synergy drug-eluting stent was advanced for treatment. However, before the stent could reach the lesion, the shaft of the stent has broken in two pieces inside the guiding catheter and the entire device was pulled out of the patient's body at once with the guiding catheter. The procedure was completed with a different device. No patient complications nor injuries were reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the length of the hypotube. A hypotube break was also identified 93.4cm distal to the distal strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilatation with 2.0 x 20 maverick balloon catheter, a 2.50 x 38 synergy drug-eluting stent was advanced for treatment. However, before the stent could reach the lesion, the shaft of the stent has broken in two pieces inside the guiding catheter and the entire device was pulled out of the patient's body at once with the guiding catheter. The procedure was completed with a different device. No patient complications nor injuries were reported and the patient was stable.